Manufacturer narrative:
Olympus followed up with the user facility to obtain additional information regarding the report and was informed that during an endoscopic retrograde pancreatography (ercp) procedure, the patient went into respiratory arrest. The procedure was stopped and the patient was resuscitated and a CT-scan was performed. The patient was said to have suffered an air embolism in inferior vena cava (ivc). The patient was returned to the procedure room after her condition was said to be stable. The intended procedure was completed using the same set of equipment. The patient was said to have been discharged from the hospital after four or five days from the admittance date. The patient was reportedly doing well. The user facility returned the light source and endoscope used during the procedure to olympus for evaluation. The evaluation of the light source revealed that the low, medium, high air pressure reading was normal. The light intensity was found to be insufficient and unstable when the light guide connector was manipulated due to damage to the scope connector light guide connector socket. The cause of the patient's outcome could not be conclusively determined, as there was no damage found with the light source that would likely cause or contribute to the reported event. This report is being submitted as an MDR in an abundance of caution. Cross reference MFR report# 8010047-2011-00071.

Event description:
The user facility inquired how to check the air pressure on a light source and endoscope, as the users experienced what they believe was an air embolism in the patient. The user facility was advised to return the light source and the endoscope used during the procedure for evaluation.